Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled for a lead revision on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-sep-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient did not know if something was wrong, she could not turn it up. Patient reported the controller showed, settings not available. Patient reported being in a lot of pain. Patient stated she tried her other groups and tried charging to 100% last night. Patient could not turn it up on a b or c. Initially the patient was on a at 4.7, the controller was at 70% and the neurostimulator (ins) was at 80%. Patient stated she went onto the website last night and could not get any results. Patient stated last night she charged her implant to 100% but did not help either. During the call the patient tried b and c but could not increase. Patient tried a decreased down to 0.0 but could not increase past 0.3. Patient also removed battery pack and put it back in but still got: settings not available. Patient was moving and does not know if she pulled something; 0.1, 0.3. Patient stated she moved on the (B)(6), could not find the controller and she was hurting really bad, she finally found it and kept trying to go up but she does not know if she pulled something or what during the moving and packing boxes. It was reviewed that the controller seemed to be functioning as expected and patient was redirected to the healthcare provider. Additional information was received on (B)(6) 2018 from a consumer via a manufacturer representative reporting that the patient had a hcp visit that day due to increased pain and the stimulator not helping. Impedance checks were run and showed the entire 0-7 lead and electrode 13 had impedances greater than 40000 that were out of range. The patient admitted that they had moved items in storage and had been doing lifting during that time about 2 weeks ago when the event started. X-rays were taken and showed lead migration "south" about 1.5 to 2 vertebral levels lower. The patient received good right sided pain relief after programming but left sided pain was not able to be captured due to the electrode impedance. The hcp discussed lead replacement/revision surgery with the patient and a surgery was planned but there was not a scheduled surgery at the time of the report. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the leads were replaced, and the therapy was suspended for surgical healing on (B)(6) 2018; the device was turned on and therapy was resumed on (B)(6) 2018. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device was providing good stimulation and relief to the patient¿s legs, the therapy was adjusted and the new settings had made significant difference in low back pain and legs continued to received good coverage and relief. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.